Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving dilaudid (30 mg/ml, 1.441 mg/day), bupivacaine (10 mg/ml, 0.48 mg/day) and morphine (unknown, 1000 mcg/ml, 48 mcg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging. Pump status and/or event log reported "motor stall occurred; multiple motor stalls <(>&<)> recoveries." The pump was replaced on (B)(6) 2017.there were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the cause of the motor stalls was not determined. The patient saw a specialist who was scheduling to get a new pump, and the hcp was not sure what was the device status or if it would be returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
Analysis found that the pump was over-infusing during dispense accuracy testing in the lab; however, the root cause was could not be determined. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Correction - z-1579-2013 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Device code (B)(4) no longer applies.

Event description:
Additional information was received from the manufacturer's representative via the paperwork returned with the device. The pump logs indicate the pump was delivering dilaudid [30.0 mg/ml] at 1.441 mg/day, baclofen [1,000.0 mcg/ml ]at 48. 0 mcg/day, and bupivacaine [10.0 mg/ml] at 0.480 mg/day. The logs show a motor stall occurred on (B)(6)2017 at 22:18, with a recovery on (B)(6)2017 at 12: 27; a motor stall on (B)(6)2017 at 00:11, followed by a tube set message 48 hours later, then a recovery on (B)(6)2017 at 05:58; a motor stall on (B)(6)2017 at 17:35, followed by a tube set message 48 hours later, with no recovery noted. The estimated eri (elective replacement indicator) was at 8 months. No further complications were reported/anticipated.